Event description:
The pt was confused and disconnected the percutaneous lead from the interconnect cable. No alarm sounded. It is reported to co that while being supported by a left ventricular assist system, the pt became confused and disconnected the percutaneous lead of the lvad from the interconnect cable of the console. The event did not result in a warning alarm.